Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Biomed (B)(6) need assistance on 8100 s/n (B)(4), is having a check IV set error. Prior of calling, already replaced upper and lower stream sensor but still showing the check IV set error. Would like to know what can he check to correct the issue on check IV set. I suggested to try replacing ail assembly or the logic board is defective. I also gave him the option of sending the pump module in for a flat rate repair. Edward agree that he would consider sending the pump module in. He requested a copy of the u.s. Repair pricing, email the pricing pdf file.